Event description:
It was reported that during a da vinci si hysterectomy procedure the fenestrated bipolar forceps would not respond to the system and were frayed on the end. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Instrument was returned and evaluated. Engineering observed the instrument had a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. No other cable damage was found. Electrical continuity passed. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.